Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient's father contacted lifescan (lfs) USA, alleging that the patient's onetouch verio iq meter displayed the apply sample message during testing instead of counting down and providing a blood glucose result. The complaint was classified based on additional information obtained by the medical surveillance specialist after reviewing the call recording, since the reporter was unable to be reached by phone for additional information. The reporter stated that on (B)(6) 2016 at around 7:30pm the patient developed symptom of stomach ache. In response to the symptom, the reporter allegedly attempted to test the patient's blood glucose with the subject meter but was unable to obtain a result due to the alleged issue. The patient manages his diabetes with self-adjusted insulin (novolog and lantus). One hour later at 8:30pm, the reporter allegedly measured the patient's blood glucose at 246 mg/dl on another device and gave the patient a correction dose of 1 unit of novolog insulin in response. At the time of troubleshooting, the customer service representative (csr) noted the subject meter was not being used for the first time. The csr documented that the correct strips were being used for testing and that the correct testing process was being followed. The csr walked the reporter through a retest and the alleged issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to the alleged meter issue. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.